Event description:
It was reported that while preparing for surgery outside the operating room, it was noted that the bur was bent inside the packaging. It was also reported that the bur was not used on a pt. It was further reported that another bur was used for the procedure.

Manufacturer narrative:
The bur subject to this MDR was returned to the MFR for eval. It was visually confirmed that the packaging was damaged. The mfg history records were reviewed, no issues were identified which may have contributed to this event. The label for this device has a symbol on it indicating "sterile only if package is unopened and undamaged". The root cause is undetermined.